Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, head side of cable stress boot damaged was likely inundated and failed causing no images to be displayed. It is likely that the cable stress boot damage was caused by the user's handling. Damage to the camera cable can be prevented by following the instructions for use which states: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged.¿ ¿never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged.¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.¿ ¿never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported the cable of the autoclavable camera head was cracked. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found there was no image. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: damage on cable section; cable cable twist; abrasion of electrical contacts on connector; connector part connector punch; scratches on head switch; head scope mount corrosion; adhesion on head scope mount; deterioration of head imaging (flex discoloration); imaging of the head part, cable submergence at the cable end. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.